Event description:
It was reported that approximately twenty-three months post-implant of a bifurcated device, an infrarenal aortic extension and a suprarenal aortic extension, a follow up computed tomography scan revealed an endoleak. The type of endoleak could not be determined. Reportedly, the physician elected to place a palmaz stent and an infrarenal aortic extension, which did not correct the endoleak. The physician elected to end the procedure and monitor the patient. It was reported the patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4): remains implanted in the patient.